Event description:
It was reported that the customer experienced high blood glucose levels due to blood in the infusion set tubing and air bubbles in the reservoir. The blood glucose reading was 226 mg/dl. The customer stated that no serious injury occurred, but she complained of days on which she was exhausted and felt very bad. Low reservoir and no delivery alarms were noted in the alarm history. She was advised that the insulin pump would be replaced to rule out any possible causes of the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.